Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the used device reload completely stopped and would not continue to fire. It was able to retract. It was taken off and then a new device was opened to complete the case. Reinforcement material was used. No adverse events reported.